Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had" something stuck in the device". The customer is unable to pass the brush through. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and to provide a correction to previously submitted report. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.